Event description:
On (B)(6) 2009, pt reported he received an e4 (occlusion) message. He stated he attempted to change the insulin cartridge and received e10 (cartridge error). Pt reported the piston rod is making "grinding noise" during retraction and infusion device would not reset to 315 units. Pt reported he tried again to retract piston rod and received a2 (low battery) alert. He stated he changed the battery and tried to retract piston rod, but the noise was still present and e10 reappeared. Had pt remove battery. Had pt insert a new battery, which was taken from his backup infusion device. Pt reported infusion device successfully completed self-test. He stated he attempted to rewind the piston rod and received another e10 (cartridge error) and noise was still present. Pt reported he does not attach infusion tubing before inserting insulin cartridge. Advised to always do this as it protects piston rod from exposure to insulin. Pt has started backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.